Event description:
Grossly inaccurate readings from continuous glucose monitor linked to insulin pump. Cgm was reading bg as level, between 95-110 mg/dl for five hours straight. When verified with bg finger stick at the end of this five hour period the actual reading was 251 mg/dl.